Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 and 4.2 off bus. A field service engineer replaced the both controller board and t board to resolve the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was turn on. The customer added that they were able to retrieve medication from another station nearby. There was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.